Event description:
It was reported that the patient received inappropriate therapy as a result of post sensed t-wave oversensing. On 10/30/06 the sense/pace portion of the lead was capped and a new lead was implanted. The defib portion of the 1580/60 remains active.